Event description:
The assests of surgical marketing services, inc. (Including the trade name "sms, inc.") Were sold to sklar instruments, west chester, pa, on may 31, 1996. The sale transferred the rights to market presswood brand biopsy punches.